Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received an inaccurate fill estimate. During troubleshooting with tandem technical support, the customer observed a possible air gap in the infusion set tubing and that cold insulin had been used. The customer reported a blood glucose (bg) level in the 200-300 mg/dl range. An insulin injection was used to address the bg level. Customer reloaded cartridge, received an accurate fill estimate reading and successfully resume insulin therapy.